Manufacturer narrative:
G4: 14may2020. B4: 21may2020. Additional information was received that the customer replaced the touchscreen. The replaced touchscreen was returned for failure analysis. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. Technical support troubleshot with the customer. The customer reported that calibrating the touchscreen resolved the problem.